Manufacturer narrative:
Date rec¿d by MFR : 08aug2019, date of report : 12aug2019. The manufacturer's field service engineer (fse) confirmed that the unit failed the air delivery test during est. The airflow sensor was defective. The fse replaced the defective airflow sensor. The unit passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 08oct2019. Date of report: 15oct2019. The part was returned to the manufacturer for failure investigation (fi). It was determined that the reported complaint of the airflow sensor being out of specification was not duplicated. No fault was found on the returned airflow sensor. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10july2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported that the unit logged an error code indicating a difference between air flow sensor and exhalation flow sensor. No patient or user harm was reported.